Event description:
Boston scientific received information that this patient received one inappropriate shock as a result of the rhythm accelerating from the monitor only (mo) zone, and into the therapy zone. The patient was brought into the clinic and boston scientific technical services (ts) was consulted to discuss the behavior of the mo zone programming, and wondering if the zone should be removed completely or reprogrammed to provide therapy. To date, no adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.